Event description:
It was observed that during the device evaluation, the subject device had foreign material on the bending section rubber, the jet tube, the distal end cover, and the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.